Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Synthes lot # 5666727. A review of the device history record did not reveal issues that could have contributed to the reported issue. Manufacturing evaluation revealed that the sample was received with the tang on the end without the peg foot. Score marks were located on the shaft and tape-like residue on the end near the peg foot. The peg foot exhibited some nicks/scores/dings. Part were manufactured and processed within specification. Based on the DHR and the evaluation performed, the root cause is unknown and the complaint is deemed indeterminate from a manufacturing stand point.

Event description:
It was reported that during a veptr lengthening procedure, surgeon used the temporary distraction peg and the tang broke off. Surgeon retrieved the tang and used a different tool. Later in the case, surgeon was using the stardrive screwdriver shaft, and the pin broke. Surgeon used a different screwdriver to complete the procedure. All pieces were retrieved from the patient. This is 1 of 2 for the same event.